Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Report submitted by csi rep. Incident details -"m-style mushroom cup mityvac ref#(B)(4) was used in conjunction with #10022 reusable handheld pump by 2 physicians and both times did not produce enough vacuum to function properly". Both patients needed emergent c-sections. E-complaint-(B)(4). Mityvac m-style cup 10007lp e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-no sample returned analysis and findings e-complaint (B)(4). Was the complaint confirmed? No. Distribution history review could not be performed as the lot number was reported as unknown manufacturing record review DHR review could not be performed as the lot number was reported as unknown. Incoming inspection review iqc inspection could not be performed as the lot number was reported as unknown. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further required at this time, complaint will be monitored for trending. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report submitted by csi rep - incident details -"m-style mushroom cup mityvac ref#10007lp was used in conjunction with #10022 reusable handheld pump by 2 physicians and both times did not produce enough vacuum to function properly". Both patients needed emergent c-sections. E-complaint (B)(4). 1216677-2020-00141 mityvac m-style cup 10007lp e-complaint (B)(4).